Event description:
It was reported the customer had excessive no delivery alarms on their insulin pump. Customer's mother also reported the customer's blood glucose would rise due to the no delivery alarms. The mother stated the customer's blood glucose rose to 500 mg/dl in one incident. It was also found the customer would have ketones from their high blood glucose. Customer was treated with the insulin pump and manual injections. Customer was not hospitalized from their high blood glucose event. The customer's mother declined to troubleshoot for the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.